Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, right side "ridge/fold", "slow leak", "nipple asymmetry" and "sitting on abdomen". Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: migration: unable to observe since it is not related to the device. Crease/ folding of implant: observed. Rupture: not observed. No further actions are required as no manufacturing issues are observed.

Event description:
The device has been explanted.